Manufacturer narrative:
Correction: supplemental report stated that bd has conducted an in-depth investigation, CAPA#1998036, to identify any potential contributing factors for occlusion of this nature. This complaint was not part of CAPA #1998036 h3 other text : see h10.

Event description:
It was reported that 8 t-conn w/ll & 1 vlv port experienced flow issues, and were clogged. The following information was provided by the initial reporter: valve malfunction, unable to inject or have resistance

Event description:
It was reported that 8 t-conn w/ll & 1 vlv port experienced flow issues, and were clogged. The following information was provided by the initial reporter: valve malfunction, unable to inject or have resistance.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 9/14/2021. H.6. Investigation: eight 20041e samples were received without packaging for investigation. No connecting products were received to assist the investigation. A visual inspection of the returned samples did not identify any product defects or manufacturing issues which could have caused or contributed to the customer's experience. Functional testing was performed by connecting a retained 50ml bd plastipak syringe from stock to the returned samples; in each instance no flow restrictions or occlusions were identified. The details of this feedback were forwarded to the manufacturing site for investigation. The lot number was not available and therefore it is not possible to perform a review of the production documentation for this particular product. Following a small number of similar reports, bd has conducted an in-depth investigation, CAPA#1998036, to identify any potential contributing factors for occlusion of this nature

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that 8 t-conn w/ll & 1 vlv port experienced flow issues, and were clogged. The following information was provided by the initial reporter: valve malfunction, unable to inject or have resistance.